Manufacturer narrative:
Device was not returned for evaluation. (B)(4).

Event description:
During hip repair procedure, patient's articular cartilage on the femoral head was damaged by the scope cannula when introduced into the joint. The chondral defect was not a full thickness lesion, but more of a superficial defect. Dr. Corrected the damage to the articular cartilage by debriding it with a 4.5mm full radius shaver, as well as an articular gliding probe. It is confirmed that the device was sharpened by a 3rd party repair shop which the IFU clearly states don't send to 3rd parties. The condition of the patient is fine.